Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/11/2014-product analysis:the pump has been returned and evaluated by product analysis on 06/03/2014 with the following findings:a review of the pump¿s black box revealed multiple related call service alarms. The battery compartment was found to be undamaged and the returned battery cap was able to be properly secured. A related call service alarm was experienced during the rewind step of the prime sequence. A printed circuit board failure was detected.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.